Manufacturer narrative:
The type of reportable event has been updated from previously being a malfunction to now a reportable serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider regarding the patient in a post market clinical study. The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) on 21-aug-2017 indicated device interrogation revealed a pump motor stall on (B)(6) 2017 at 22:23 with motor stall recovery on (B)(6) 2017 at 00:08. This stall was identified on (B)(6) 2017, but the logs were not saved. The stall was identified again on (B)(6) 2017 and the logs were saved. The patient reported on (B)(6) 2017 they were unable to activate the ptm (due to motor stall error code). The cause of the stall was not known and there was no indication the patient received an MRI. The patient reported symptoms of withdrawal including increased pain. The clinical diagnosis was 'opioid withdrawal'. A fentanyl patch for pain and clonidine and promethazine for withdrawal was provided on (B)(6) 2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. The pump was explanted/replaced (secondary to multiple motor stalls) on (B)(6) 2017 and the outcome was indicated as 'resolved without sequelae'.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (30 mg/ml at 19.391 mg/day) and dilaudid (7.5 mg/ml at 4.4877 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the patient saw an 8476 (motor stall) code on their ptm (personal therapy manager). The patient had no symptoms. No further patient complications have been reported as a result of this event.